Event description:
It was reported that the patient's heart rate was below the programmed lower rate. No telemetry, output, or pacing was observed. The device was explanted and no patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. The user facility has no responsibility to file a 3500a. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: the reported no output and no telemetry was caused by premature depletion of the battery, as a result of high current drain. The high current drain was confirmed; however, the root cause could not be determined because the condition disappeared during analysis. Other: - it was reported that the patient's heart rate was below the programmed lower rate. No telemetry, output, or pacing was observed. The device was explanted, and no patient complications were reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed visual examination: component/subassembly failure. Battery, device was out of specification in a manner that relates to event, interrogate, difficult to output, none, pace, failure to.

Event description:
It was reported that the patient's heart rate was below the programmed lower rate. No telemetry, output, or pacing was observed. The device was explanted, and no patient complications were reported as a result of this event.